Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem customer technical support (cts) it was discovered customer had not removed any residual air from the cartridge. Cts educated the customer on cartridge/insulin labeling. Customer loaded a new cartridge and resumed insulin therapy. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.